Manufacturer narrative:
Date sent: 11/26/2007. Info not available, device not returned for analysis.

Event description:
It was reported that during a sigmoidectomy an error occurred and the active blade was broken. Another device was used to complete the case. There were no adverse consequences to the pt.